Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of left common femoral artery using three prostyle devices after an interventional tibial angioplasty procedure with a 6fr sheath. Reportedly, a cuff miss [suture retrieval issue] occurred for the first two devices. The third prostyle device was used without issue to successfully achieve hemostasis. Doppler imaging was performed and found no issue. That same night at 10:00pm, the patient experienced pain in the leg. A cutdown was done and a separated footplate was found. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.